Event description:
This will be conservatively filed for worsening mitral regurgitation (mr) and death due to cardiac arrest related to chronic obstructive pulmonary disease. The study physician was unable to assess the relationship of the study device to the worsening mr and patient death. It was reported that on (B)(6) 2014, the patient with functional mitral regurgitation underwent a procedure, with placement of one mitraclip, reducing the mitral regurgitation (mr) grade from 4+ to 1+. During the patient's follow up visit, on (B)(6) 2014, echocardiogram noted that the mitraclip was well attached to the leaflets and mr grade was <2+. On (B)(6) 2014, the patient died at home. The cause of death was reportedly cardiac arrest due to chronic obstructive pulmonary disease. The study physician was unable to assess the relationship of the study device to the worsening mr and patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The information provided in the case details stated that during the follow up visit, echocardiogram noted that the mitraclip was well attached to the leaflets and the physician indicated the increase in mr was related to disease progression. Based on the information reviewed, the reported increase in mr was related to patient conditions (disease progression). There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch filed, additional information was received: the study physician assessed the cardiac arrest and death as not related to the mitraclip device or procedure. The study physician assessed the increase in mitral regurgitation as not related to the mitraclip device but due to disease progression. No additional information provided.